Event description:
New information received notes lead fracture was also observed.

Event description:
It was reported that during a follow up high thresholds and high pacing lead impedance were observed. Externalized conductors were observed via fluoroscopy. The lead was capped and replaced.